Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) was observed to be cracked and emitted "water cooling alarm" during surgery when they were nearly finishing the surgery. The handpiece was used with the cusa excel9 console. There was a delay of approximately 30 minutes. They managed to finalize the surgery with another handpiece. There was no adverse consequence for the patient or user.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer information as valid. The handpiece was over torqued during tip disassembly from customer misuse. This misuse caused the crack in the housing due to torque base was not (or not correctly) used. As a result, the housing and all o-rings have been replaced, and a full function test including calibration, safety and final test according to manufacturer guidelines has been performed. Root cause - the root cause is confirmed as "incorrect assembly and disassembly of the handpiece by the customer using the torque wrench resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector. There is no documented link between over torquing misuse and a crack in the housing. Over torquing only damages the internal part of the housing when the transducer rotates within the housing. It does not result in the reported ¿crack¿- which can be seen externally on the handpiece. This handpiece was manufactured pre CAPA corrective action. At present, we consider this complaint to be closed.

Event description:
N/a.